Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. Upon initial inspection, no damage or anomalies were found. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the final ablation in the right ventricle outflow tract (rvot), while in a waiting period, the patient complained of discomfort, then a drop-in blood pressure was noted. Cardiac tamponade was confirmed by transthoracic echo (tte). Pericardiocentesis was immediately performed to remove 1000 cc of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. No further intervention was required. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed (B)(6)2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto. The catheter was properly visualized with no errors were observed. Then, the force sensor was tested and it was found to be working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: pc-000499651.